Event description:
Pt reported experiencing 3 leaky infusion sets from the same box. Pt stated, the self adhesive on the infusion sets were wet. Pt reported experiencing elevated blood glucose levels. No blood glucose reading was provided. Pt's normal blood glucose range was not provided. Pt discarded the alleged infusion sets. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.